Event description:
The patient's family heard the pump alarm and presented to the healthcare provider in late 2008. The patient had no symptoms. The pump was interrogated. The logs showed a pump reset had occurred and the pump was in safe state. The pump was refilled and reset. The next day, the same events occurred. This time the patient started to go into withdrawal during the night. The pump was replaced. During surgery, it was noted that the catheter was leaking; the catheter was replaced. The pump was used to deliver lioresal in a 3 or 4 step flex mode. The patient's dose was decreased following the pump and catheter replacement. The patient recovered without sequela.

Manufacturer narrative:
The pump and catheter have been returned to the manufacturer for analysis. A follow-up report will be sent when the analysis is complete.